Event description:
Complainant alleges "we had the tip of a #15 scalpel blade break off inside a patient's shoulder joint. They did not find it, flushed the patient's joint out very thoroughly, and took an x-ray of the joint, which revealed nothing retained."

Manufacturer narrative:
The device was not returned for evaluation, and no pictures were provided. The complaint could not be confirmed. The most likely root cause is either a manufacturing error or excessive force by the end user. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.